Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error repeatedly and that the insulin pump had a crack at the upper right hand part of the display screen. The caller stated that the customer had been changing the battery when she noticed the damage. But did not know how the damage had occurred. The caller stated that the insulin pump alarmed motor error during the prime process and became stuck in the motor error prime loop. The customer's blood glucose was 199 mg/dl. Caller reported that the device was exposed to an airport body scanner in the past. The customer was able to complete the rewind sequence. The customer also had high blood glucose for about 3 months, with blood glucose of 280 mg/dl. The caller stated that the customer did not respond to boluses properly. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure not detected during our testing. Unable to complete testing, including occlusion, prime, and excessive no delivery tests due to the motor error alarm. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.